Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip was stretched. However, nothing was found to have detached and there was no damage to the core wire. The distal tip appears to have been pulled against resistance. The reported issue of tip detachment was not confirmed and the event has been deemed non-reportable. It is possible that during removal of the device from packaging hoop, the device may become hung up on the edge of the dispenser tube and may have been pulled against resistance that compromises the integrity of the tip, thereby causing the damaged reported. Event description suggests that handling factors during the clinical attempt may have caused and/or contributed to the stretched tip; therefore the most probable root cause is "handling damage". A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during unpacking, damage to the tip of the guidewire was found. It was reported that the tip of the guidewire detached. There was no damage to the packaging and no part of the guidewire fell into the patient. The procedure was completed with another jagwire. There were no patient complications and the patient's condition has been described as "stable."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complaint, during unpacking, damage to the tip of the guidewire was found. It was reported that the tip of the guidewire detached. There was no damage to the packaging and no part of the guidewire fell into the patient. The procedure was completed with another jagwire. There were no patient complications and the patient's condition has been described as "stable."